Event description:
It was reported that when placed on the docking station, the wireless recharger (wr) light flashed from bottom to top as if it were flowing. When removed, it did not respond at all. It was unknown if there were any environmental, external, and patient factors that may have caused the event. They pressed and held down the power button on the wr for at least 1 minute to try and reset but the issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type recharger, ubd: 17-apr-2024, UDI#: (B)(4). Device analysis: analysis of the wireless recharger found the device was unresponsive and the leds scrolled continuously. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.